Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath prior to a percutaneous coronary intervention (pci) with impella support. The sutures of two prostyle devices were successfully pre-placed for this high-risk patient given high doses of anticoagulant with a high activated clotting time (act). The sheath was upsized to 14f and the pci was completed. Reportedly, post procedure the two knots were successfully advanced to the vessel wall with arterial oozing noted. Manual compression was applied for 5-10 minutes. A femostop was added only as a precautionary measure due to the act. While in the intensive care unit (ICU), the patient was short of breath, confused, and was moving to get up with the femostop moving out of place. The patient began to bleed. A large hematoma was observed. The patient went back to cardiac ICU and then back to the catheterization lab to determine if the placed stent had closed off the vessel. No issue was noted except a large chunk of calcium. The patient was given blood and manual compression was used to treat the hematoma and stop the bleeding. There was no reported clinically significant delay in the procedure; however, there was prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the information provided, a definitive cause for the reported issues could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is possible partial capture of tissue due to the calcification prevented hemostasis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.